Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the device was received and evaluated. The red trigger lever does not function. There were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are in the proper location. The probable root cause of this failure is an excessive force was applied to the trigger handle. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. We cannot determine why the implants did not release. This complaint can be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this part number, lot number combination per qlik query executed on 7/1/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that while performing a meniscal repair using truespan 12 degree peek the implant was failed. It was mentioned that the surgeon inserted the device into meniscus and went to pull trigger. It was observed that there was a loud noise, trigger broke and implant did not deploy. The surgery was delayed by 10 minutes. They tried another implant and then menisectomy. Fragments were not generated because they did a menisectomy. Double bagged, ready for collection. Additional information provided by the affiliate reported a partial menisectomy was required to complete the procedure. The affiliate also reported the surgeon was not off axis and the surgeon depressed the trigger until a clicking sound was hears and that is when the handle broke. It was also reported the surgeon was able to penetrate the mensicus to the depth stop with a probe and the needle was still in view. The affiliate reported all debris was removed from the patient.